Manufacturer narrative:
Block b3: event date the same as the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: event date the same as the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that the patient was doing well postoperatively and the reason for revision was due to patient and physician's preference.